Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's wife alleges the chair is too small for her husband and he has fallen out of it three (3) times.

Manufacturer narrative:
The device was replaced as a goodwill gesture. This was not a product problem.

Event description:
Consumer's wife alleges the chair is too small for her husband and he has fallen out of it three (3) times.